Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: blower replacement, blower timer exceed 135% and it needs to be replaced.